Event description:
Related to MFR report#s 2183959-2011-00450 and 2183959-2011-00451. On (B)(6) 2006, an apogee graft with intepro was implanted. It was alleged that, "after, and as a result of implantation," the pt "suffered serious bodily injuries, similar to the ones described in the FDA's public health advisory of (B)(6) 2008," and that she has experienced "significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.